Event description:
Procedure: hysterectomy. According to the reporter: during the operation of the endostitch, the needle on the end of the device broke off in the pt. The part that broke off was retrieved without incident. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).